Event description:
Reporter stated that a capsule tear occurred during phacoemulsification and an anterior vitrectomy was performed and an anterior chamber lens was inserted. The contact stated that a 4 crystal handpiece was used during surgery and the serial number was unknown. The reporter also stated that there was nothing wrong with the 4 crystal handpiece during the surgery.